Manufacturer narrative:
This report and the information submitted under this report do not constitute an admission that the device or church & dwight co., inc. Or any of its employees caused or contributed to the event described herein or that the event as reported to church & dwight actually occurred. This follow-up report is being submitted because we received additional information regarding the specific product name, lot code number and manufacturing date. An investigation of the product was also conducted.

Event description:
Product received and evaluated. The evaluation does not change initial reportability requirements.

Event description:
The consumer stated that a piece broke off the spinbrush while he was using it and that he almost swallowed the broken piece. He had to spit the piece out and it cut the inside of his mouth in three places. The piece that broke off was from the back of the replacement toothbrush head. He did not seek medical attention and his symptoms have subsided.